Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a frozen display. The customer's blood glucose was unknown at the time of incident. The customer stated the insulin pump started alarming button error while painting her house. The customer was advised to monitor the pump for three minutes to verify time clock works properly and frozen display or alarms do not recur; inquired if time advances on pump, found the time did not advance and the alarm continued. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: no button error alarm noted. However act, esc and b buttons did not respond due to corroded keypad traces. No frozen screen noted. Time advanced properly. Pump received with minor scratched display window, cracked display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip and stained end cap sticker.